Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the reporter from the facility, he stated that the pump will not be returned for evaluation and that he had no additional info available. A copy of the reporting facility's biomedical engineering field service report was provided by the reporter and the report stated that the pump was serviced and the door bolt driver replaced and calibration performed. The technical safety check was performed and the pump passed all tests and was released for use. Without the actual pump and/or pump logs, a thorough investigation cannot be performed. Based upon the info provided by the reporter, no specific conclusion can be drawn. If the pump, pump logs, and/or additional pertinent info becomes available, a follow up report will be submitted.